Event description:
It was reported that once the device is plugged in and "locked", it wouldn't prime, no water entering the system. Tubing appears more kinked than normal. No patient impact reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have not established a relationship between the device and the reported event. A visual inspection was performed and showed no blockage was observed at the distal output orifice as observed under a microscope. Functional inspection was performed and showed there was water flow as the supply hose was connected to the water supply. The unit then primed and cut as designed. Probable root cause maybe an obstructed fluid supply or intermittent component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.